Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display. The customer¿s blood glucose level was 9.4 mmol/l at the time of the incident. The customer reported that he was swimming and the insulin pump was vibrating and there was a red light flashing. Customer calling back with blank display after receiving new battery cap. Customer reports display is blank. Customer states the display was blank less than 30 seconds. Customer states display is blank currently. Insert battery alarm did not display on the pump screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage on the electronic assembly. Also, device received with moisture damage on the battery tube, motor, vibrator and keypad flex tail noted. No moisture damage on the keypad traces or keypad dome switches noted. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank display. No unexpected vibrating or red light flashing noted.